Event description:
Reported issue: the staples failed to fire while the doctor was using it on a patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples failed to fire while the doctor was using it on a patient.